Manufacturer narrative:
The reported event was unconfirmed. The reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labelling review is not required since the reported event is unconfirmed. Correction: d, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was difficult to deflate during pretest. It was also stated that the balloon inflated asymmetrically during pretest and therefore it was not used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was difficult to deflate during pretest. It was also stated that the balloon inflated asymmetrically during pretest and therefore it was not used.